Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right side screws had to be free handed as the robot was showing the right side screws off and the surgeon decided to free hand the two right side screws. There was no patient harm and the procedure was delayed less than one hour. Additional information was received. It was reported that the variation was 2-3 millimeters (mm) off, the surgeon wasn¿t confident in the variance in the navigation to the imaging system shot.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.